Event description:
Pt was revised due to pain.

Manufacturer narrative:
The investigation could not verify or not draw any conclusions about the reported pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.